Manufacturer narrative:
The reported pitbull jr. Intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an ankle arthroscopy procedure, the device broke off. Pieces were removed from patient. Is unknown if a backup device was available. No delay and no patient injuries were reported.